Manufacturer narrative:
Philips has investigated this complaint. It was reported that the host pc was intermittently malfunctioning. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the faulty host pc and found that it was doa (dead on arrival). Fse replaced drive bay and ram memory, reseated the video card. After the replacement of drive bay and ram memory, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc was beeping 6 times and unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.